Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a pump error alarm. The blood glucose level was 143 mg/dl. Customer stated that the insulin pump was not able to rewind. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor found with traces of corrosion per visual inspection.